Manufacturer narrative:
Hamilton medical ag comes to the conclusion: the root cause was determined to be a discharged battery. In consequence the ventilator was connected to ac power. Checked pre-operational parameters. Started ventilator. The unit is working properly. There was no patient or user harm.

Event description:
The following was reported to hamilton medical ag: detailed complaint and failure description: "unit shut down during ventilation. " no clinical signs, symptoms or conditions. No health consequences or impact.